Event description:
Patient had an on-q pump placed. On patient's fifth post op day, the rn [registered nurse] assessing the on-q pump observed that the on-q pump's outer shell had deflated as it should; however, deflated the inner tube had a large "balloon" or bulge coming off the inside tube. The rn reported never having observed this occurring before. The rn called pharmacy, surgery and pacu [post anesthesia recovery unit] and they had no guidance they could offer. The rn called representative line listed on the on-q pump brochure for patient use. Spoke to rep on phone, sent them pump information and will be sending the pump back to company for review. The rep. Reported bot having seen this happen before either. Patient has not had issues with pain relief nor any complications.